Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: during testing, the pump powered on and the display was clear and legible. Moisture was observed in the battery compartment. Visual inspection revealed that the battery compartment threads were cracked. A leak test was performed and a battery compartment leak was found. The pump case was removed and no further evidence of moisture was found inside the pump. The complaint that the display screen was blank was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that the display screen was blank and that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.